Event description:
It was reported that the patient presented in clinic for initial implant vlp on (B)(6) 2026. Post-procedure interrogation revealed the vlp was not sensing cardiac signals. A chest x-ray confirmed the vlp dislodged and embolized to the pulmonary artery. The vlp was explanted and replaced the same day. The patient was stable throughout the procedure.